Event description:
It was reported that foreign material was present on the device. During preparation for a pulse field ablation procedure, a farawave 31mm catheter was selected for use and it was noted that white stains were present on the handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and functionally examined. Visual inspection identified white marks and/or spots on the catheter handle. The white marks or spots were identified as potentially being adhesive. During functional testing a guidewire was successfully inserted into the farawave catheter. Catheter deployment was tested repeatedly and the device was deployed into basket and flower configurations with no unusual resistance. Based on analysis of the returned farawave catheter, the reported foreign material present on device was able to be confirmed.

Event description:
It was reported that foreign material was present on the device. During preparation for a pulse field ablation procedure, a farawave 31mm catheter was selected for use and it was noted that white stains were present on the handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported.